Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had a scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.